Event description:
The customer received a blood glucose reading of 151 mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 68 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left. The call was ended before further details could be obtained. Product was not replaced.